Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient was told to wait ten days before trying another program. The patient had waited two weeks and the program was not giving the patient adequate therapy. The patient felt uncomfortable using the programming and changed it to 2.5v, but felt that the therapy was not working the way it should. Stimulation was increased to 2.8v. It was noted that the patient could not use program 4 because "that wire isn't working." The patient also had trouble synching the patient programmer and implantable neurostimulator (ins). The patient unsuccessfully tried synching with and without the antenna. The patient was able to switch to program 2 at 3.8v, but as soon as she tried to increase stimulation the connection was lost. Batteries were changed and this did not help synching. They attempted to sync several times but kept losing the connection. It was noted that in the past the patient had successfully connected with their ins to adjust stimulation. The patient tried adjusting while sitting down and standing up. After the patient changed their location to the bathroom, the patient was able to program their implantable neurostimulator to program 2 at 3.8v. Stimulation was left on this setting to see if the patient received appropriate therapy. Additional information received indicated that the patient's concerns were resolved at an appointment in (B)(6) 2012. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3889-28, lot# v440525, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).